Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient didn't remember being told to track because they were so drugged up the day prior and would start tracking the day of the report. They also reported being in a lot of pain the day of the report. Additional information was received on 2017-sep-16 with trial patient reporting they felt like they were not completely emptying and that they were voiding every hour or every couple of hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was implanted with stage 2 on (B)(6) 2017.